Event description:
It was reported that the patient presented for lead revision due to dislodgement. High pacing lead impedance and high capture threshold were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.